Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining false positive beta human chorionic gonadotrophin (bhcg) results on one (1) patient's sample that were generated by the access 2 immunoassay system. Upon repeat testing the results were within the normal reference range. No erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attribute or connected to this event.

Manufacturer narrative:
The sample was a 13x100 mm serum tube with gel that was centrifuged at 3500 rpm for 7 minutes. The sample was run in the primary tube both times. Customer noted that the sample did not appear lipemic, hemolyzed or short-sampled. Level 1 and level 3 qc for tbhcg was in customer's established ranges on the date of event. Customer had a passing system check on (B)(6) 2011. Customer also had a passing calibration curve for tbhcg on (B)(6) 2011. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse performed preventive maintenance (pm) on the instrument and performed system verification which passed within specifications. The root cause is unknown to date for this event.